Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) level due to the incident was 399 mg/dl and went to the emergency room (ER). At the time of troubleshooting, customer had not yet received treatment for bg. Multiple attempts were made by tandem technical support to obtain details of the hospital visit as well as discharge date from the ER, but no response was received. The customer reverted to an alternate method of insulin therapy.